Event description:
It was reported that during a pta treatment procedure, difficulties were encountered with the gazelle monorail balloon. The lesion being treated was a calcified, 60% stenotic lesion in the left superficial femoral artery. The gazelle balloon tracked easily to the lesion. Upon inflation, contrast was noted to be leaking around the balloon. When the gazelle balloon was withdrawn from the pt, it was noted that the catheter had separated from the monorail section of the balloon. A snare kit was used to remove the detached portion. No pt injuries or complications were reported. Pt condition is listed as 'satisfactory'.